Manufacturer narrative:
The device was disposed; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was located in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. Patient status is listed as "good".